Event description:
Additional information received reported that the patient¿s lead migrated out of the epidural space. After lead was replaced patient was getting great coverage and doing great.

Manufacturer narrative:
Concomitant products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3998, lot# v621026, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The patient started having issues with getting good relief in (B)(6) 2012. His leads were checked and only four electrodes showed to be working via impedances. He has had other problems in the past with the ins. Last week he went to have an x-ray where his leads were placed and it showed that the leads have moved downward. It was noted that he does not do any high impact activities and was considering having the lead revised. It was later reported that the patient was in the hospital for surgery due to his lead migration, it moved ¿a long way¿. When he came to the hospital the ins was half full and now it was dead. He experienced a difficult time charging and had to lay on the recharger to charge the ins. He needed sticky pads to help charge the ins. His therapy never worked after the first year. His mom passed away and needed therapy. He turned the device on and ¿had nothing and blew him out of the chair¿. He had a quadruple laminectomy to fix the lead. He was currently in a lot of pain. Something wanted to be done last night but could not because the ins was very low. The ins became overdischarged. The last successful recharging session was ¿a few weeks ago¿. His recharge sessions depends on his usage. On (B)(6) 2013 he saw a ¿dr and a phone¿ on his recharger. His recharger kept going back and forth between an active charge session to ¿reposition antenna¿ screen. He then got an active charge session and the battery was flashing but there were no boxes shaded in for coupling. The antenna locate feature was performed received 50 as the connection number but then got 76. He initiated a charge from there and all the coupling boxes were filled up at that point and then went between 4 to 2 boxes. He was able to see a ¼ of his battery shaded which indicated that the battery was getting charged. He has ¿always¿ had trouble with ¿this thing¿. His leads were replaced on (B)(6) 2013 with ¿bigger leads¿ to obtain the best coverage. Prior his device was only working with ¿4 of 8 leads¿. It was clarified that a few weeks ago was when he tried to charge and use the ins but had ¿nothing¿ and everything was gone. The ins was implanted right at the belt line and becomes irritated when his belt was over it. He was frustrated that he did not sleep last night and could not get comfortable. His neck was full of staples as scar tissue had to be dug out during surgery. Heavier medications were administered but nothing seemed to help with the pain. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional review indicates information reported previously in MFR # 3004209178-2013-10307 pertains to manufacturer¿s report # 3004209178-2013-12941.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient's implant "doesn't work". It was reported the patient has "8 leads implanted and 6 of them are broken". It was reported the patient's most recent implant was in the summer of 2011 and they are "not happy at all". It was noted they have always had issues with their therapy but it got worse over the winter. It was reported the patient could feel stimulation sensation but on the opposite side that they are supposed to feel it. It was noted the manufacturer representative told the patient they only had "2 functions leads" and they are not stimulating the correct side of their body. It was noted the manufacturer representative stated the patient is "looking at another surgery to get it taken out because they have the paddles in their neck". Information omitted pertaining to (B)(6) -pulmonary embolism due to implant surgery. These two events are not related**

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient needed stimulation in his neck but "it wasn't". It was further reported that the ins "never worked".